Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An asymptomatic patient presented with post-sensed t-wave oversensing. Device reprogramming was suggested in order to correct the issue. The patient's condition was stable throughout.